Event description:
The implant failed due to unk reason. The implant was placed at #26 and removed after 6 mos. Traditional 2 stage surgery, bone graft material was used, healing abutment load, good oral hygiene, moderate bone condition, tobacco use.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.